Event description:
The facility alleges the consumer was found laying on the floor with the scooter laying on top of the consumer. This allegedly resulted in a broken hip.

Manufacturer narrative:
MFR received info from the user facility that the pt was found lying on the floor with their scooter on top. No one at this facility seen the incident and details of the incident have not been provided. User allegedly has a fractured hip. MDR filed based on alleged serious injury.